Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was implanted in a transcatheter aortic valve implantation (tavi). On an unknown date in 2023, a permanent pacemaker was implanted. The patient was reported as stable.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was implanted in a transcatheter aortic valve implantation (tavi). On an unknown date in 2023, a permanent pacemaker was implanted. The patient was reported as stable. No additional information was provided

Manufacturer narrative:
An event of arrhythmia requiring permanent pacemaker implant was reported. No additional information was provided by the field. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.